Event description:
Information was received from a consumer regarding a patient receiving morphine (0.5 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the pump was not working and the patient was getting too much medication. The patient was wondering what hospital near him would have a programmer. It was explained that a healthcare professional at the emergency room could request a company representative if needed. The patient then stated that the hospital staff were not going to be helpful and he would stay in his home overdosing until his physician called him back. The symptom had come on suddenly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.